Event description:
The event was reported to vascutek as follows: blood leak at the bifurcation on the main trunk: the leak was repaired by applying some stitches with 5.0 needle.

Manufacturer narrative:
(B)(4). Actual device remains implanted and will not be evaluated. Qc and manufacturing record for batch reviewed. Gelatin qc and manufacturing records reviewed. Result: no issues found with batch history or processing. Conclusion: unable to confirm complaint- no issue found with batch history and no remaining product to investigate from batch. No further investigation no device returned, remains implanted. No further actions required however, the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If any adverse trend develops action may be taken at that time. Vascutek now considers this complaint closed.